Manufacturer narrative:
(B)(4). Additional information: the root cause of this condition was determined to be dirt and corrosion in the safety slide clamp mechanism. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump in which the clamp does not enter. This condition was found upon power up in the pediatrics care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of the clamp does not enter for flogard pump was confirmed and reproduced during device evaluation. The assignable cause was not identified. The safety slide clamp was cleaned and repaired to correct the reported condition. Should additional information be received a follow-up medwatch will be submitted.